Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment on (B)(6)2009, no patient complications were reported. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment on (B)(6) 2009, no patient complications were reported. All other information is unknown and unavailable.

Manufacturer narrative:
Exact patient age/date of birth is unknown; however the patient was reported to be over 18 years old.